Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a one-link, non-dehp microbore, catheter extension set had no flow. This occurred during infusion on the med-surge floor, during a clinical trial. The tubing temporarily kinked, after being looped and taped to the patient?s skin. The nurse repositioned the loop and tape and the therapy was continued without any further issues. There was patient involvement; however, there was no adverse event associated with this report.